Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: waqas, m., shohab, d., khawaja, m. A., masood, a., iqbal, m. W., & akhter, s. (2018). Outcome of trans rectal ultrasound guided twelve core biopsy of prostate for the detection of prostate cancer- a single centre experience., 49¿53. Retrieved from http://www.jamc.ayubmed.edu. (B)(4).

Event description:
It was reported in an article in ayub medical college abbottabad, ¿outcome of trans rectal ultrasound guided twelve core biopsy of prostrate for the detection of prostate cancer ¿ a single center experience¿, that in a total of 383 patients trans-rectal (trus) ultrasound-guided prostate biopsies were performed, a complication was reviewed, which included a hematuria, uti (urinary tract infection), sepsis, retention of urine, hematochezia, and abdominal pain. The current status of the patients is unknown.